Event description:
It was reported the patient claims their pacemaker cannot be working correctly. Follow up results to the patient's doctors revealed the patient has not been seen. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.